Event description:
It was reported that a burning smell was noticed coming from the wires of the monopolar curved scissors (mcs) instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of the main tube to have a .165" x 100" oblong hole burned through it. The hole is located roughly .450" above the interface with the tube extension. The tube exhibits localized charring around the hole, indicating an arcing event occurred. The instrument was disassembled to find charring on the tube extension and hypotubes. The main tube has a crack parallel to the tube axis directly below the hole that runs all the way down the tube. The source of the crack is unclear, however, it was determined that the crack in the tube most likely created a path for arcing to occur and high generator settings may have also contributed to the damage.